Manufacturer narrative:
One 3 lesion nt1100¿ pain management rf generator was received for investigation. Functional testing of the generator revealed intermittent temperature issues. The stimulation board was replaced with a known good one and the issue was resolved. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the information provided to abbott and the investigation performed, the cause for the reported temperature issue and subsequent procedure cancellation was due to an abnormal functioning stimulation board.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During a neurolysis procedure, the generator would not increase temperature and shut down unexpectedly so the procedure was cancelled. The procedure was rescheduled for a later date. There were no adverse consequences to the patient due to the cancellation.